Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint of a leak and reported system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm that occurred on the homechoice (hc) during dwell 2 of 6. The technical service representative (tsr) explained the alarms and did troubleshooting with the nurse. The nurse (rn) stated that there were wet lines, bags were connected, the hp did not disconnect the spare line, and the clamp was closed. The tsr explained to report alarm to peritoneal dialysis nurse next morning. The hp would to finish tonight's therapy manually. There was no patient injury or medical intervention indicated at the time of the initial report.